Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dad reported via phone call that customer experienced hyperglycemia. The customer¿s blood glucose level was around 460 mg/dl at the time of incident. The customer was treated with manual injection. Customer reports the infusion set cannula was bent. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported customer did not allege insulin pump was under delivering. Troubleshooting was assisted. The customer reported that it was unknown if the auto mode feature was active during the reported event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about the auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active due to damage to sensor from being stuck in inserter.